Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature was displayed at first, but it became unmeasurable after a few minutes. Per follow-up information received from ibc on 30-nov-2021, stated that there was no display by using temperature sensing cable.

Event description:
It was reported that the temperature was displayed at first, but it became unmeasurable after a few minutes. Per follow-up information received from ibc on 30nov2021, stated that there was no display by using temperature sensing cable.

Manufacturer narrative:
Per investigation findings, it has been determined that this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.